Manufacturer narrative:
(B)(4). Pump received with blank display, heating up anomaly and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.